Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that insulin pump alarmed for hardware low level failure and insulin leaked into reservoir compartment and was concerned about enough insulin delivery. Customer failed self test. Customer's blood glucose was unknown. Customer reported that leak was only confined to reservoir compartment. Customer reported that there were no cracks or splits in the barrel and all components were present. Customer was advised that reservoir would need to be replaced.

Manufacturer narrative:
All operating currents are within specification. Device passed displacement test and self test. Hardware low level failures error confirmed in the device history due to broken trace on keypad assembly. No moisture damage on electronic assembly or motor assembly noted during visual inspection